Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd micro-fine¿ pro pen needle, the needle was clogged. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out smoothly.

Event description:
It was reported that while using a bd micro-fine¿ pro pen needle, the needle was clogged. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out smoothly.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1195507. D.4. Medical device expiration date: 31-jul-2026. H.4. Device manufacture date: 14-jul-2021. D.10. Device available for eval: yes . D.10. Returned to manufacturer on: 06-sep-2022. H.6. Investigation summary: three open and one sealed 32g x 4mm pen needle samples and four photos were returned from lot. No. 1195507, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on two open samples, no issues were observed with the remaining one open sample and the one sealed sample. Due to the condition the two open samples were received no clog test could be carried out. A clog test as per q-sop-183-dl was carried out on the remaining one open sample and one sealed sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.